Event description:
(B)(4). A copy will be included with this report.

Manufacturer narrative:
W/o a lot number, the device records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was rec'd.